Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years post implant of this 21mm aortic bioprosthetic valve, low aortic valve insufficiency with an effective orifice area of 1.4cm2 was observed on a echocardiogram. It was stated that 8 years post implant of the valve, the effective orifice area was observed to be 1.2 cm2 on an echocardiogram. Subsequently, 10 years post implant of the aortic bioprosthetic valve, it was reported that the severity of aortic insufficiency increased to a grade 3 or moderate to severe aortic insufficiency.it was reported that on (B)(6) 2025, the gradient increased from 31mmhg to 42 mmhg. The site assessed the event as related to the valve. No intervention or additional adverse patient effects were reported.